Event description:
It was reported that the patient programmer displayed a "call your doctor" icon. There was a power-on-reset condition. Additional information received reported that the por condition was resolved, and the patient was ok. It was unknown if the patient experienced any symptoms.

Manufacturer narrative:
(B)(4).